Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp had a patient on lioresal who was experiencing urinary retention. The hcp was wanting to rule out if the pump was the reason for the urinary retention. The event date was unknown. There were no further complications reported at this time. No additional information. Additional information received from a healthcare provider via saol therapeutics reported the patient is a (B)(6) male with a medical history of lesch¿nyhan, progressive spastic/dystonia quadriplegic, constipation, and non-ambulatory. It was noted the patient had improved muscle tone with the baclofen pump. The patient's concomitant medications were allopurinol, clonazepam (1 mg), guanfacine (1 mg), and polyethylene glycol. It was noted the patient started on lioresal on (B)(6) 2017. The indication for which lioresal was used was severe quadriplegic with spasticity/dystonia. It was noted that on (B)(6) 2018 the patient went to the emergency room with urinary retention and was discharged home after urology placed a catheter for 1 week. It was noted there were no recurrences. The patient weight had not been measured recently. On (B)(6) 2018, urology filled the patient's bladder and tested for spontaneous voiding with no retention noted.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was unsure of what the specific cause of the urinary retention was, but it had resolved. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. As of (B)(6) 2018, there had been no other occurrences of urinary retention. No further complications were reported.